Event description:
It was reported via repair work order that the jack could not be lowered due to damaged release pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the stretcher could be lowered using an alternative hydraulic release pedal.

Event description:
It was reported via repair work order that the jack could not be lowered due to damaged release pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.